Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodgment occurred. The target lesion was an in-stent restenosis of a non-bsc stent located in a vein graft to the right coronary artery (rca). A liberte bare metal stent was placed distal to the non-bsc stent. Next, the physician positioned a 4.5x20mm liberte' stent distal to the non-bsc stent, overlapping the both stents. The stent was deployed at 14 atm's. The physician was unable to visualize the stent, however, it was thought that the stent had been implanted. The stent delivery system was removed and the procedure was complete. Later, the ccl staff found the stent in the garbage. It was the physician's opinion that when he removed the stylet, he also pulled the stent off the balloon. The stent never entered the patient. No further intervention was performed as the physician felt he had adequate results with ballooning. No patient complications occurred. Patient status is satisfactory.